Event description:
Customer reported that the device took a long time to charge at 10 joules or below. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control recommended verifying the power conversion board connections and informed that power conversion pcb replacement might be required to resolve the issue. Follow up with customer found that the biomed replaced the power conversion pcb and observed proper device operation through functional and performance testing. The device has been returned to service. Further component root cause of failure could not be determined since the removed assembly was not returned to physio.